Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the balloon rupture occurred due to interaction with the heavily calcified internal carotid artery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was performed to treat a heavily calcified internal carotid artery. The 6x20mm viatrac plus balloon ruptured at 14atm on the first inflation. The balloon catheter was removed without issue. There was no replacement device as the procedure was considered to be complete at that point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.